Event description:
The device was used during a right lung biopsy. It was stated that the device fired correctly the first two firings. The third firing, the device did not cut correctly. It was not specified if there were any pt consequence. The pt was a female. Her pre-operative condition was good.